Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Synergy mr, ous, 2.25x28mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found the first two proximal struts were lifted and pulled in a distal direction. It is likely the crimped stent may have encountered resistance and subsequent damage during the attempt to withdraw the device. The undamaged stent outer diameter was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft and shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other damage noted during analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 14-dec-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.25x28mm synergy¿ drug-eluting stent was then advanced but failed to cross the target lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed proximal stent damage.